Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with her son's sensors. Customer stated that she got calibration error, change sensor, cannula was not present when removed and sensor did not work at all. Customer also mentioned that cannula was bent, it would not blink when attached to transmitter and when sensor was removed it was coiled. Customer will return the sensors. No further information provided.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.